Event description:
A patient was implanted on (B)(6) 2011 with the nail for a femoral fracture. Patient went to run non union and the nail was removed on (B)(6) 2012. This report is #1 of 3 for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.